Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery- abdominal total hysterectomy on (B)(6) 2024) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vertigo ("vertigo") and menstruation delayed ("4 month without period") and was found to have weight increased ("I was 135 and a size 2/4 when I got essure"). The patient was treated with surgery (abdominal total hysterectomy). Essure was removed. At the time of the report, the medical device removal, menstruation delayed and weight increased outcome was unknown and the vertigo had resolved. The reporter considered medical device removal, menstruation delayed, vertigo and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, vertigo, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event I was 135 and a size 2/4 when I got essure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery- abdominal total hysterectomy on (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vertigo ("vertigo"). The patient was treated with surgery (abdominal total hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the vertigo had resolved. The reporter considered medical device removal and vertigo to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, vertigo quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information, new event vertigo and its outcome added as recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery- abdominal total hysterectomy on (B)(6) in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal total hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery- abdominal total hysterectomy on (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vertigo ("vertigo") and menstruation delayed ("4 month without period"). The patient was treated with surgery (abdominal total hysterectomy). Essure was removed. At the time of the report, the medical device removal and menstruation delayed outcome was unknown and the vertigo had resolved. The reporter considered medical device removal, menstruation delayed and vertigo to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, vertigo. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: 4 month without period. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had surgery- abdominal total hysterectomy on (B)(6)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal total hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.